Event description:
Pt receiving tobramycin 120mg intravenous every 8 hrs via verifuse pump. Prepared tobramycin 480mg/120ml normal saline, and attached verifuse tubing. Nurse at home stated that tubing would not clip into pump properly. Pump alarming "door open." Tubing replaced and problem resolved. No other problems.